Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). On (B)(6) 2014, it was reported by the vad coordinator that the pt was admitted into the hospital on (B)(6) 2014 due to bleeding. The pt received multiple transfusions. The source of bleed could not be found. On (B)(6) 2014, the hospital staff did note the pt having a right incarcerated hernia. The pt was discharged on (B)(6) 2014. It was reported on (B)(6) 2014 that the pt's hemoglobin continues to drop but the source of the bleed was not found. The pt did not have the issue prior to implantation of the pump. The vad coordinator believes it is related to the coumadin. The vad coordinator does not believe it is related to the lvad since all pump parameters are within normal limits.